Event description:
It was reported that the cycle power and batter case is damaged.

Manufacturer narrative:
B5: additional info received via email 7-feb-2022. Customer does not have this serial number in their inventory. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Switched device to ventilate, but the electronic alarms do not respond. Switch cam was out of position so it was re-adjusted. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
It was reported that the cycle power and batter case is damaged.